Event description:
It was reported that stent dislodgement and dissection occurred. Patient was admitted for a staged percutaneous coronary intervention (pci) via the left radial artery. During procedure one, a 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. The stent was deployed and did not open properly (flared). A second inflation device was used but also unsuccessful in deploying the stent. Upon removal of the stent delivery system, inspection revealed it was broken. Attempts were made to snare the stent but were unsuccessful and the stent was contained within the vessel. The fractured stent was retained and was covered with stents to secure the detached stent against the vessel wall. Dissection of the obtuse marginal branch of the left circumflex coronary artery was also noted. No further event details and no further patient complications were reported.